Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had rewind anomaly. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting and self test did not run. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify spi to motor pic communication error alarm and rewind anomalies due to blank display.